Event description:
Same case as MFR report #2134265-2009-05106. It wa reported that following a peripheral stenting treatment procedure, a patient death occurred. The unspecified target lesions were located in the superior mesenteric, left common iliac, left external iliac, left femoral arteries. An unspecified 10x37 express stent and unspecified 8mm sentinel stent were implanted. The following day, the patient died. Additional information was requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.